Event description:
Related to MFR: 3004936110-2018-00760. Error 05 message: (B)(6) spoke with patient's daughter on (B)(6) 2018. The daughter alleges deficiency related to the performance of cardio mems pes. The daughter claims unit displays error 5. Troubleshooting included updated unit, created an (B)(4) ticket. The cause of the problem was determined to be known error 5 issue. (B)(4). (B)(6) successfully removed error #5 from patients config file. Patient was able to take a reading and the unit will be replaced. Reset was successful so patient should be able to take readings unit replacement unit is received. (B)(4): update received call from patient's daughter (B)(6) on (B)(6) 2018, requesting a status on the replacement pillow. Assisted with completing the rest of the error 5 fix, patient was able to take a reading successfully. Solution: ordered replacement unit.

Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. No anomalies were found during visual inspection and the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Diagnostic testing confirmed the reported event, which was due to an incorrect speed setting of the flash card.

Event description:
Final report to MFR: 3004936110-2018-00760. Error 05 message: rco, (B)(6) spoke with patient's daughter on (B)(6) 2018. The daughter alleges deficiency related to the performance of cardio mems pes. The daughter claims unit displays error 5. Troubleshooting included updated unit, created an rcit ticket. The cause of the problem was determined to be known error 5 issue. Rcit ticket ID: (B)(4). Rco successfully removed error #5 from patients config file. Patient was able to take a reading and the unit will be replaced. Reset was successful so patient should be able to take readings unit replacement unit is received. (B)(6) 2018 (B)(6): update received call from patient's daughter crystal on (B)(6) 2018, requesting a status on the replacement pillow. Assisted with completing the rest of the error 5 fix, patient was able to take a reading successfully. Solution: ordered replacement unit.